Event description:
It was reported that during a sigmoidectomy procedure, the duckbill had been closed and could not insert clamp. Another device was used to complete the case. There were no adverse consequences to the patient.